Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy bag. On an unreported date the patient was treated with unspecified antibiotics. The cause of the peritonitis was unknown. At the time of this report the patient was recovered from this peritonitis event. No additional information is available.